Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: battery/ (B)(4)/ model #1650de / exp. Date: 2017-05-31/UDI#: (B)(4) device available for evaluation: no h4: mfg. Date: 2016-05-31. Labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery had cable sheath damage and that the cable in one controller ac adapter had stripped. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the batteries and controller ac adapter have not returned for evaluation. As a result, the reported event was not confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the damaged cable of the adapter and battery can be attributed, but not limited, to wear and/or to the handling of the device. Events with battery display errors can be attributed, but not limited, to a assembly error and/or due to a faulty component. Other devices involved in the event: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two batteries and one controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to e valuate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual examination and functional testing. The results of the analysis revealed that the battery powered a test controller as expected with all four leds on when it was fully charged; the battery was able to drive the system without any observed anomalies. As a result, the reported display error event could not be confirmed. Failure analysis of (B)(6) and (B)(6) revealed that the devices passed functional testing; visual examination revealed damage to the outer sheath of the output cable of each device. As a result, the reported cable damage event was confirmed. Additionally, visual inspection of (B)(6) revealed that the device's label was illegible; this is an additional observation not related to the reported event, likely attributed to wear and/or the handling of the device. The most likely root cause of the cable damage event can be attributed to wear and/or the handling of the devices. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 29-feb-2016 / serial or lot#: (B)(6). D10: yes, return date: 28-may-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 28-feb-2015 h5: no h6: patient code(s): c50675 h6: FDA method code(s): 10 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-may-2017 / serial or lot#: (B)(6). D10: yes, return date: 28-may-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-may-2016 h5: no h6: patient code(s): c50675 h6: FDA method code(s): 10 h6: FDA results code(s): 180 h6: FDA conclusion code(s): 19 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction/update to section b5, e3 <(>&<)> g3. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
I was reported that one battery had cable sheath damage and that the cable in one controller ac adapter had stripped. The battery and controller ac adapter were exchanged. No patient complications have been reported as a result of this event.

Event description:
It was reported that one battery had cable sheath damage and that the cable in one controller ac adapter had stripped. The battery and the controller ac adapter were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 h10: product event summary h10: other devices involved in this event product event summary:the battery and controller ac adapter have not returned for evaluation. As a result, the reported event was not confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the damaged cable of the adapter and battery can be attributed, but not limited, to wear and/or to the handling of the device. Other devices involved in this event: (B)(4), battery medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.